Event description:
It was reported that intermittent malfunction alarms occurred. There is no information provided about any adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.